Event description:
The customer stated that the patient serum sample generated a false positive architect stat troponin-I assay result of 0.2166ng/ml. The customer performed multiple runs on the sample with the same reagent lot, generating the following results:reported result (ng/ml) completion date 0.2166 (B)(6) 2012 0.0214 (B)(6) 2012 0.0212 (B)(6) 2012the customer uses a cut-off value of 0.028 ng/ml. Read errors occurred sporadically during the multiple determinations. Level 1 troponin control was within range. Instrument checks passed; however, the trigger dispense valve was not dispensing so it was replaced. A ten-fold precision determination of bhcg was performed, which was acceptable. The customer technical advocate recommended to the customer to switch to plasma samples as the customer's time between serum sample draw and centrifugation did not allow for adequate clot formation. The customer replaced the probe. There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
Correct list number is 02k41-28. A product evaluation was performed in order to investigate falsely elevated troponin results. A review of customer complaints received to-date did not identify an increase in complaint activitiy related to discrepant patient results with architect stat troponin-I, list 2k41-28, lot 17330un12. Accuracy testing was completed using an internal troponin-I panel and retained kits of reagent lot 17330un12 which met acceptance criteria. The customer was referred to the architect stat troponin I reagent package insert - limitations of the procedure section and the specimen collection and preparation for analysis section for additional information. Based on the results of this evaluation, the architect stat troponin-I assay, ln 2k41-28, lot 17330un12, is performing as intended and no product deficiency or malfunction was identified.